Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, which was not fall into the blanking period zone. Reprogramming options were discussed and recommended. Currently, the device remains in service and no adverse patient effects were reported.